Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed due to faulty dr board. The probable cause of the defects were due to normal wear and tear or customer's handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display endoscopic image. The event occurred during installation and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue of the image not being displayed was confirmed due to a faulty patient circuit ¿dr¿ board. Additionally, there was no image when the analog scopes were used. The issue was caused by a faulty dr board which needed replacement as recommended. There was no visible damage on the board or the device. The cause of the defective dr board could not be identified. Olympus will continue to monitor field performance for this device.